Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design inserter shaft/handle/spacer cap design/material too weak. Interface between anchor/guide too tight. Inserter shaft cannot bend around curved guide. Deployment mechanism assembly design not able to support deployment loads. Inserter and/or guide manufactured out of specification. Inserter deployment mechanism not assembled to specification. Excessive force impacting anchor. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor inserter broke when removing inserter after anchor deployment. The anchor inserter was attempted to be removed from patient, but unsuccessful. After the retrieval was unsuccessful, the inserter was pushed into pilot hole, and a new anchor was used in its place. There was no medical intervention or adverse consequence reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor inserter broke when removing inserter after anchor deployment. The anchor inserter was attempted to be removed from patient, but unsuccessful. After the retrieval was unsuccessful, the inserter was pushed into pilot hole, and a new anchor was used in its place. There was no medical intervention or adverse consequence reported.